Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient presented emergently (B)(6) 2018 for shortness of breath and congestive heart failure symptoms. The patient had been on antibiotics for community acquired pneumonia and also developed a urinary tract infection (uti). Lactate dehydrogenase was elevated in the 800 u/l range. An echocardiogram (echo) was performed, and there was no concern for thrombus based on echo findings. The patient was started on heparin drip. Additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the report of elevated lactate dehydrogenase (ldh) could not be determined through this evaluation. Analysis of the system controller log file that was provided confirmed the report of elevated power. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.